Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display and a battery warming up as a result of a capacitor puncturing through the isolation tape and making contact to the positive side of the battery tube. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump had a black screen. The battery was changed without results. No further information was provided.